Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer obtained blood glucose readings of 40 mg/dl and 184 mg/dl on a contour next link meter. The customer refused to provided any additional information. The customer refused to return the product for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next link meter and the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link meter (serial #(B)(4)) and no manufacturing anomalies were found.